Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine check. Upon investigation, an alert was noted on the implantable cardioverter-defibrillator indicating oversensing. Further review confirmed undersensing episodes. No oversensing was noted. The device was reprogrammed. The patient was stable.